Event description:
The consumer was sitting on the chair in the bath tub when it allegedly broke in half causing the consumer to allegedly fall in the tub. Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male who (B)(6). The consumer was sitting in his tub using the hand held shower. The consumer did not see any cracks or have any warning of the unit allegedly collapsing. The shower chair allegedly split in half causing the consumer to allegedly fall on his tail bone. The consumer had a bath mat in the tub that somewhat cushioned his fall. The consumer sustained injury to his back and had bruises. The consumer did not seek medical attention immediately but his daughter stated that her father did go to the chiropractor several days after the incident. The dealer stated that the unit has been returned to invacare (B)(4) for an inspection/evaluation.